Event description:
During probe freeze test, ice ball was created at the tip as normal, however entire length of shaft was icy.

Manufacturer narrative:
Reported issue confirmed. Cause determined to be a vacuum sleeve failure.